Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. Identification of issue has been done by analyzing problem description, service report and the device's logs. According to the information provided by the technician, the device failed internal leakage test with message 'pressure transducer difference higher than 5cm h2o' during pre-use check. The pressure transducer boards and expiratory channel board were checked and have been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as defective pressure transducer printed circuit board may lead to high pressure and defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. There was no patient involvement. Since no parts were returned for investigation, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).